Event description:
On (B)(6) a certas plus valve was explanted due to shunt malfunction. The valve was initially implanted on (B)(6) on patient who's a (B)(6) year old boy. This was a shunt revision surgery as a medtronic strata valve was replaced which also was not working. The certas plus valve was initially set to a setting of 1. Starting the next week the patient begun having pressure issues resulting in grand mal seizures. The valve was checked, and after some difficulty indicating the setting was x-rayed to determine that it was still set at 1. He was taken into surgery on (B)(6) and the valve was explanted. Clinician was the surgeon for both cases. Clinician claims to have tested both the ventricular and distal catheters and both appeared to be working fine. He lastly checked the valve (codman product code: 82-8804pl) and had difficulty getting lr fluid through the valve. He determined that the shunt was not working properly and he replaced it with a fixed pressure valve. The patient was in better condition two days later and was discharged from the hospital. I discussed with his pa, who was also present, how the siphonguard could engage if the fluid was forced to aggressively through the valve which could result in significantly slower flow. She said that clinician primed it slowly and did not exert too much force but was having a very difficult time getting the fluid through the valve. This was not consistent with the setting of a 1 so he determined that the valve was bad. The hospital is still in possession of the valve and I am waiting on them to make it available for interrogation. (B)(6) 2015: 1) alerted on afternoon of (B)(6). Left message on morning of (B)(6). 2) lot # crnb67.

Manufacturer narrative:
The valve was returned and evaluated. The evaluation found that it is likely that biological debris, once lodged between the ball and seat, prevented the ball from lifting off of the ruby seat and subsequently occluding the valve. The debris in question is red in color indicating the presence of blood or lysed blood cells. All other components of the shunt system were functioning normally indicating that the occlusion was only at the site of the ruby ball and seat. No other occlusions were noted either during initial imaging or after dissection of the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.